Event description:
It was reported that during the implant procedure, the helix would not extend. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): helix functions within spec, but at a higher than average rotation due to the bent drive pin.